Manufacturer narrative:
(B)(4). See MDR #3010532612-2018-00303 and (B)(4) for related complaint. Teleflex received the device for investigation. The reported complaint of "iab leak suspected" is confirmed due to the broken central lumen. The broken central lumen created inter-lumen crossover allowing a crossover/leak from the helium pathway to the central lumen. No other leaks were detected during functional testing. The root cause of the broken central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on the patient, the staff experienced a persistent helium loss alarm. As a result, the pump was swapped out for another. Additional information received from the clinical support specialist (css) that they received another call from the intensive care unit (ICU) with the same alarms/presentation on the strips. The intra-aortic balloon (iab) was decreased down to 35cc and then down to 30cc also the ration 1:2. The alarms ceased. The iab was taken out without any issues. There was no report of patient complication or serious injury and death.